Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Reportedly, the customer was not following the proper steps during the load process. Customer reconnected the product successfully and resumed insulin. The customer's blood glucose level was 128 mg/dl.